Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra). Treatments as follows: treatment 1 was (B)(6) 2005 (lot 04107, region injected was eye cavity and eye rings, temple, nasogenial furrows, nasolabial folds). Treatment 2 was (B)(6) 2005 (lot 04215, region injected was eye cavity and eye rings, temple, nasogenial furrows, nasolabial folds). Treatment 3 was on (B)(6) 2006 (lot a4001, region injected was eye cavity and eye rings, temple, nasogenial furrows, nasolabial folds and marionettes). Treatment 4 was on (B)(6) 2006 (lot a5005, region injected was eye cavity and eye rings, temple, nasogenial furrows, nasolabial folds and marionettes). Relevant medical history includes asthma. Concomitant drugs include bricanyl and botulinum toxin type a (botox). It is reported that the patient's first lumps began appearing 18 months ago after her last poly-l-lactic acid treatment. The number and size of the lumps has increased over the last 12 months. The date that the doctor first became aware of the lumps was (B)(6) 2007. The doctor injected triamcinolone into the visible lumps on (B)(6) 2008. The patient was treated with poly-l-lactic acid on four occasions. Event outcome is not provided. Reporter's causality: not specified.

Manufacturer narrative:
Additional lots: #04215, #a4001, #a5005.